Event description:
It was reported that a device had "low flow" during preventive maintenance testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter is currently evaluating this device. A supplemental will be submitted when the device evaluation is completed.